Manufacturer narrative:
Handle.

Event description:
It was reported by service report that the side rail plastic handle is broken and has a sharp edge. The siderail was still able to lock in the upright position. No pt involvement or adverse consequences are reported.